Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a system upgrade procedure, the catheter to the left ventricular lead perforated the myocardial tissue. The patient¿s blood pressure dropped gradually and continued for about twenty minutes. The physician performed a pericardiocentesis. The patient¿s blood pressure stabilized. The left ventricular lead was not implanted and the port was plugged. The patient¿s condition post procedure was stable.